Event description:
It was reported that the pressure rated ext set bonded ss 8.5 was blocked/occluded during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I have 3 extension sets in my office from a different lot than the 3 you were already investigating (10)20109557."

Manufacturer narrative:
H6: investigation summary one sample (model #22003e-07) was returned by the customer. It was reported that 3 extension sets will not draw blood or flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was not open and was unable to be flushed. The customer complaint can be verified. A device history record review for model 22003e-07 lot number 20109565 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 was blocked/occluded during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "I have 3 extension sets in my office from a different lot than the 3 you were already investigating (B)(4)."